Manufacturer narrative:
The reported event could not be confirmed with information provided. Visual inspection of the returned cup shows bone ingrowth on the outer porous surface. There are several gouges on the cup inner surface which is typically from the metal -on-metal articulation. No dimensional analysis is performed at this time due to foreign debris on returned cup. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause for the reported event could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision approximately 12 years post implantation due to loosening of the acetabular shell, pain, discomfort, elevated metal ion levels, inflammation and loss of range of motion.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Unknown head, unknown liner & unknown stem.

Event description:
It was reported that the patient's left hip was revised due to loosening. No additional information was provided.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch..

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to cup loosening. The dual mobility construct would not fit onto the existing taperloc stem which caused a forty minute delay. No additional information was provided.